Event description:
It was reported that the dignishield stool management system delivered from materials after original devices balloon had a leak. Replacement dignishield had a large cut on the tubing causing stool to leak, it was not out of the balloon, but from the tubing itself. Packaging of the device was intact without cuts.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿error of inspector¿. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: "inflate the cuff with 45 ml of water by slowly depressing the syringe plunger. The green inflation port has an external pilot balloon used as a guide to determine proper inflation; as the cuff inflates, the pilot balloon also inflates. The pilot balloon should be used as a reference to determine proper cuff inflation (figure 5). If the pilot balloon indicates over - or under - inflation, use the syringe to withdraw the fluid from the cuff, reposition the cuff in the rectal vault and reinflate. Ensure the inflation port remains parallel to the catheter in order to prevent kinking of the inflation lumen and blockage of injected fluid. Contraindications : do not use for more than 29 consecutive days. The uninterrupted use for this device, including immediate replacement with the same or an identical device, is intended to be 29 days or less. Warnings do not use if package is opened or damaged. Do not use improper amount or type of fluids for irrigation/flush or cuff inflations. Never use hot liquids. Do not over inflate retention cuff." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be ¿cuff does not remain inflated, pinhole or tears, material degradation ¿. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: "inflate the cuff with 45 ml of water by slowly depressing the syringe plunger. The green inflation port has an external pilot balloon used as a guide to determine proper inflation; as the cuff inflates, the pilot balloon also inflates. The pilot balloon should be used as a reference to determine proper cuff inflation (figure 5). If the pilot balloon indicates over - or under - inflation, use the syringe to withdraw the fluid from the cuff, reposition the cuff in the rectal vault and reinflate. Ensure the inflation port remains parallel to the catheter in order to prevent kinking of the inflation lumen and blockage of injected fluid. Contraindications : do not use for more than 29 consecutive days. The uninterrupted use for this device, including immediate replacement with the same or an identical device, is intended to be 29 days or less. Warnings do not use if package is opened or damaged. ¿ do not use improper amount or type of fluids for irrigation/flush or cuff inflations. Never use hot liquids. ¿ do not over inflate retention cuff." Correction: f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the dignishield stool management system delivered from materials after original devices balloon had a leak. Replacement dignishield had a large cut on the tubing causing stool to leak, it was not out of the balloon, but from the tubing itself. Packaging of the device was intact without cuts.